Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting. The patient reported becoming aware of filter tilt approximately eighteen months post implant. The patient also reported swelling of the right leg with pain, throbbing and heat post implant and anxiety related to the filter. According to the implant record the indication for the filter was acute bilateral pulmonary emboli (pe) and acute deep vein thrombosis (dvt) of the right common femoral and common iliac veins. The filter was placed via the left femoral vein and deployed above the iliac vein bifurcation and below the right renal vein. A pre-deployment venogram performed from the left common iliac vein into the inferior vena cava (ivc) found no evidence of thrombus. A repeat angiogram showed good expansion of the ivc filter. The patient tolerated the procedure with no complication. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Without images available for review the reported event could not be confirmed or further clarified. Due to the nature of the complaint the reported leg swelling and pain could not be further clarified. Pain, swelling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the filter was indicated for acute bilateral pulmonary emboli (pe) and acute deep vein thrombosis (dvt) of the right common femoral vein and common iliac vein. Using seldinger technique, a 6f sheath was cannulated in the left femoral vein and a venogram performed from the left common iliac vein into the inferior vena cava (ivc) found no evidence of thrombus. The optease ivc filter was successfully deployed above the iliac vein bifurcation and below the right renal vein. A repeat angiogram showed good expansion of the ivc filter. The patient tolerated the procedure with no complication. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, becoming aware of this event approximately a year and six months after the filter implantation. The patient further asserts to have experienced swelling of right leg with pain, throbbing and heat post implant and anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.